Event description:
It was reported the buttons on the insulin pump are not working. The down arrow button was not working. It was reported the device had a failed battery test prior and was fixed by replacing a new battery. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No failed battery test alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.